Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the soft tip of the backflush fell into the eye during surgery. Surgeon attempted to remove it but was unable to. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. The customer returned a sample of a backflush soft tip. The company received the sample loose in the outer blister with cover foil. It shows that the top of the tip was pretty bent and the silicone hose at the end of the instrument was away. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the company's acceptance criteria. He company performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed in the sense that the soft tip was detached/ disrupted. The complaint history was reviewed. It showed comparable complaints with the same damage. The soft tip has to be inserted axially aligned with the valved trocar and then moved slightly back before it is completely inserted into the trocar cannula. Otherwise kinking of the soft tip may occur, provoking a potential shearing-off of the soft tip. A malfunction of the device could not be determined. (B)(4).